Manufacturer narrative:
(B)(4). Failure to follow steps/instructions, excessive force. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the hi-torque guide wire instructions for use (IFU) states: consider that if a secondary wire is places in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. Furthermore, the IFU states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed.

Event description:
It was reported that during the procedure in the left anterior descending artery/diagonal branch, a balance middleweight guide wire was advanced and used as a secondary guide wire in the bifurcation branch. The guide wire became jailed after deployment of an unspecified stent. An attempt was made to remove the guide wire, resistance was felt, and force was applied. The physician inflated a balloon close to the stent to facilitate removal of the guide wire. The guide wire was successfully withdrawn from the anatomy; however, a segment of the guide wire remained jailed in the stent. The separated guide wire segment (30-40 cm) extends through the common trunk, the aorta, and the ancillary vessel. A surgical procedure was planned; however, surgical intervention was not performed and the separated segment of the guide wire will not be removed from the patient anatomy. The patient is reported as doing fine.